Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 investigation summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that it was received one winding former with eight un-dispensed sutures pertain to the product code vcp1772d. Each vcp1772d contains eight strands. The suture packaging was already opened and the packaging was not received. Upon visual inspection of the returned sample, a hair was noted to be on the winding former of the sutures, however, due to the packaging was already opened, no conclusion could be reached on what cause the reported even. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached as to what caused the reported complaint. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional information was requested, and the following was obtained via: according to sales feedback on 8/oct/2024 via phone, the correct lot number is "s24010103". D4: UDI: (01) gtin unavailable, product made prior to gtin compliance date.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6)2024 and suture was used. Before use on the patient, it was reported that it was immediately found that there had been foreign matter in the newly dispensed suture during normal checking by the hospital. The package isn't opened. There is no report on patient's injury. No additional information could be provided. There were no adverse consequences reported. Additional information was requested.